Manufacturer narrative:
One fogarty embolectomy catheter was returned for evaluation with attached three-way stop cock. There were no components missing. No visible damage to the catheter body was observed. As received, the balloon was inflated and balloon inflation solution was observed inside the balloon. Blood was observed on the windings and balloon. The proximal winding was unraveled and the proximal side of the balloon was found to be slipped distal to the balloon inflation port. This condition may occur when a pull force of 1.5 lbs on the inflated balloon (per IFU) has been exceeded. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Although the complaint was confirmed during the evaluation, there are no indications of a manufacturing non-conformance. It could not be determined if procedural factors or device handling may have contributed to the event reported. No actions will be taken at this time.

Event description:
It was reported that "it was unable to deflate the balloon at the inflation test before use." There were no patient complications reported.